Event description:
Kimberly-clark received a report from (B)(6) stating, ¿when we attempted to disconnect the kimvent system from the endotracheal tube the kimvent system broke inside the endotracheal tube. We were unable to reconnect the respirator tubing. For the time we spent trying to remove the broken tip from the endotracheal tube (with a kocher clamp), the child had no ventilation. There was no reported patient injury.¿ kimberly-clark has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the kimberly-clark complaint database and identified as record (B)(4).

Manufacturer narrative:
The device history record was reviewed and documented that the product lot reported in the incident met manufacturing specifications. The device was returned to kimberly-clark for evaluation, and the lot number on the returned device was m3057t707. The bond between the y-adapter tip and y-adapter body remained intact; however, the distal tip of the y-adapter was broken off at the location where the tip is inserted into an endotracheal tube. The broken tip was not returned with the sample. Whitening of the plastic from the remaining portion of the tip that was returned suggests that excess stress on the tip contributed to the break. Information from this incident will be included in our product complaint and MDR trend reporting systems. Ongoing analysis of trend information is used to identify the need for additional investigations.